Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not crossing from electronic medical record (emr) to pyxis and not appearing in the patient profile was reviewed. A technical support specialist (tss) verified order details and identified to be in a discontinued status in es, which prevents it from transmitting to pyxis or displaying in the profile. No system or interface issues were observed. Guidance was provided to enter a new active order in the emr to allow proper transmission. Follow-up attempts were made, but no response was received, and the case was closed accordingly. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that one medication order was not crossing over from the emr to pyxis. The user also reported that the medication was not appearing in the patient profile on the pyxis station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.